Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. It was also reported that the pump battery was depleting quickly. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 160-250 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and cgm error issues were verified. Based on the analysis, the alleged battery depletion issue could not be verified; however, a different issue was identified.